Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a jolting sensation after helping her spouse up from a fall. Therefore, the patient underwent a revision procedure during which an m8 adapter was explanted and replaced. The patients dbs device was reprogrammed postoperatively and the current settings were satisfactory. The explanted device will not be returned as it was retained by the medical facility.